Event description:
Healthcare professional reported right rupture. Device has been explanted. Later, nodule and calcification were reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25mar2024.

Event description:
Healthcare professional reported right rupture. Device has been explanted. Later, nodule and calcification were reported.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is not related to the device. Calcification: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right rupture. Device has been explanted. Later, nodule and calcification were reported.

Event description:
Healthcare professional reported right rupture. Device has been explanted. Later, nodule and calcification were reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ lump/nodule-breast: unable to observe since it is not related to the device. ¿ calcification-breast: not observed. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.